Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardiac defibrillator (ICD) exhibited far r wave over-sensing and inappropriate mode switch. No intervention was performed, and device is being monitored. There were no patient consequences.